Manufacturer narrative:
New information reported that the event date should be (B)(6) 2018 rather than (B)(6) 2018. New information reported that the awareness date in the initial report should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information noted that the event date was (B)(6) 2018 rather than (B)(6)2018 and the aware date was (B)(6) 2018 rather than (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also alleged that the device battery exhibited premature depletion. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.